Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle and one suture in three pieces outside the winding former were received for analysis. Product code w3224. During the visual inspection of the suture, it was noted that the suture has begun with degradation process attributed to exposure to the environment. This condition caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was obtained: according to feedback of the sales rep on 1-aug-2025 via phone, lot number should be 101b49. Quantity to be returned should be (B)(4). Customer requests investigation photos. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a laparoscopic right pyeloplasty procedure on (B)(6) 2025 and suture was used. Before use on the patient, during the laparoscopic right pyeloplasty surgery, suture was used. When opening the packaging and using a needle holder to retrieve the needle, the problem of pulling off suture needle happened, making it unusable. The suture was immediately replaced and resutured. During the visual inspection of returned suture, it was noted that the suture has begun with degradation process attributed to exposure to the environment. This condition caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. There were no adverse consequences reported. Additional information was requested.